Manufacturer narrative:
(B)(4). Visual inspection found one of the seal plates and amodele of the jaws had completely separated and was not returned with the device. This issue is related to an assembly error and corrective action has been put in place.

Event description:
The customer reported that the device jaws would no longer open while on the patient&#38112;tissue during a total laparoscopic hysterectomy. The device was removed manually. The device was returned to covidien for evaluation and initial inspection discovered that the seal plate and amodele was missing from one of the jaws. The customer confirmed that the material disengaged after the device was removed from the patient and nothing fell into the patient's cavity.